Manufacturer narrative:
The hill-rom technician found the communication cable missing a pin. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom® communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).